Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, discomfort, muscle spasms and elevated metal ion levels. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Patients sticker sheet was provided and part & lot were updated. The complaint and associated mdrs were updated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/10/2014- sales rep reported revision surgery. No reason for revision provided. There is no new additional information that would affect the investigation. This complaint was updated on: 03/20/2014.

Event description:
Litigation papers allege pain, discomfort, muscle spasms and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 09/12/2014 - medical records received. Patient revised to address metallosis. Upon revision, straw gray colored fluid, and synovial staining were noted. The cup was fibrously ingrown. The information received does not change the MDR decision. This complaint was updated on: 09/30/2014.